Manufacturer narrative:
One medfusion® 3500 syringe infusion pump was returned for investigation. Visual inspection revealed the returned device to be in good conditions and no external damage was noted. A review of the device event history log found that a check clutch/plunger lever error had occurred. During functional occlusion testing, the check clutch/plunger lever error could not be duplicated. Investigation was unable to determine the root cause of the check clutch/plunger lever error. As a preventative measure, the position potentiometer was replaced. After device repair and recalibration, the device was found to pass all delivery, accuracy and functional tests.

Manufacturer narrative:
The device is currently being evaluated; smiths medical will file a follow-up report detailing the results of the evaluation once it is completed. Device evaluation in progress.

Event description:
It was reported that a medfusion® 3500 syringe pump had a clutch/lever error during an occlusion pre-test. No patient injury was reported.